Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 90% stenotic obtuse marginal branch (om). The physician deployed a 2.75x 16mm taxus stent at 16atms. Then the physician advanced the 3.5x8mm quantum maverick balloon to the proximal portion of the stent and inflated the balloon to 10atms and it ruptured. The device was removed intact. The procedure was successfully completed with another 3.5x 8mm quantum maverick balloon. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.